Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my smell went back to normal right after removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vaginal discharge had resolved. The reporter considered medical device removal and vaginal discharge to be related to essure. (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my smell went back to normal right after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure"), hypothyroidism ("essure kicked my body further into hypothyroidism"), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in both hands and feet"), arthralgia ("pain on right side under hip bone") and migraine ("migraines"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal, hypothyroidism and migraine outcome was unknown, the vaginal discharge and arthralgia had resolved and the hypoaesthesia and paraesthesia had not resolved. The reporter considered arthralgia, hypoaesthesia, hypothyroidism, medical device removal, migraine, paraesthesia and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross, numbness and pins and needles in both hands and feet quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my smell went back to normal right after removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure") and hypothyroidism ("essure kicked my body further into hypothyroidism"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown and the vaginal discharge had resolved. The reporter considered hypothyroidism, medical device removal and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: event essure kicked my body further into hypothyroidism added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my smell went back to normal right after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure"), hypothyroidism ("essure kicked my body further into hypothyroidism"), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in both hands and feet") and arthralgia ("pain on right side under hip bone"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown, the vaginal discharge and arthralgia had resolved and the hypoaesthesia and paraesthesia had not resolved. The reporter considered arthralgia, hypoaesthesia, hypothyroidism, medical device removal, paraesthesia and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross, numbness and pins and needles in both hands and feet. Most recent follow-up information incorporated above includes: on 21-feb-2020: social media received. Event:pain on right side under hip bone were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my smell went back to normal right after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure"), hypothyroidism ("essure kicked my body further into hypothyroidism"), hypoaesthesia ("numbness") and paraesthesia ("pins and needles in both hands and feet"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown, the vaginal discharge had resolved and the hypoaesthesia and paraesthesia had not resolved. The reporter considered hypoaesthesia, hypothyroidism, medical device removal, paraesthesia and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross, numbness and pins and needles in both hands and feet. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Events numbness and pins and needles in both hands and feet was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my smell went back to normal right after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("really bad smell as you're finishing your period after essure / that come frequently after getting essure"), hypothyroidism ("essure kicked my body further into hypothyroidism"), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in both hands and feet"), arthralgia ("pain on right side under hip bone") and migraine ("migraines"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown, the vaginal discharge and arthralgia had resolved and the hypoaesthesia and paraesthesia had not resolved. The reporter considered arthralgia, hypoaesthesia, hypothyroidism, medical device removal, migraine, paraesthesia and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infections that came frequently after getting essure and gross, numbness and pins and needles in both hands and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event migraines was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.